Event description:
It was reported that the respiratory therapist took ventilator off of the patient to perform closed suctioning. The operator put the ventilator in standy-by-mode. When the ventilator was put back on the patient the ventilator came up with an error code "pft", started alarming and ventilator would not cycle. Patient was bagged and ventilator was swapped out. The ventilator was brought to the biomed department where it was found that the inspiratory pressure transducer was defective. The biomed replaced the inspiratory pressure transducer, calibrated and functionally checked unit. Ventilator passed all test and ran to all manufacturer's specifications. There was no patient injuries. Front panel settings are available.